Manufacturer narrative:
(B)(4).

Event description:
The patient initially stated that he was getting decreasing readings on coaguchek xs meter serial number (B)(4). The patient then stated that he tested a sample from a plastic capillary tube on the meter and it resulted as 8 % quick at 11:01a.m.. The unit of measure was then changed on the meter to inr. The 8 % quick result is 5.7 inr when converted to inr units. The patient called his doctor and went to the doctor's office to have a test done on the doctor's roche meter. Two hours after the measurement was performed on the patient's meter, the patient was tested on the doctor's roche meter using a different finger. The result from the doctor's meter was 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested weekly. The patient's warfarin dosage increased since his last inr test on the meter because he had the wrong unit (% quick) when he tested. The patient has had no changed dosages based on the patient's meter result from (B)(6) 2017. Warfarin dosage was changed based on the result from the doctor's meter. The patient has not missed any dosages. The patient's meter has not been cleaned. The patient thinks the capillary tubes he uses are free of anticoagulant. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient is not taking heparin or direct thrombin inhibitors. The patient has had no diet changes, no new illnesses, and no changes in vitamins or supplements. The patient has had no unusual bleeding or bruising. The patient has been taking steroid eye drops for the past 4 weeks. The patient takes warfarin for atrial fibrillation. The patient's product has been requested for investigation and replacement product will be shipped to the patient. Relevant retention test strips (lot 176189-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.2 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 33%. Donor 2 hct: 40%. Testing results: donor #1: master lot: 3.2 inr, customer strip and meter: 3.0 inr. Donor #2: master lot: 2.2 inr, customer strip and meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.